Event description:
It was reported that a replacement procedure was required to fix a catheter leak. The only reported symptom was swelling, but the patient had been hospitalized. The patient outcome was notated as "non-serious injury or illness". The drug used in the system was lioresal.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. (B)(4).